Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) was not switching on. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they checked the machine & found machine is not switching on. Then reset the power management pcb of the machine & again checked now machine is switching on. Further checked the machine & found one side battery is not charging. Then reconnect the connections of power slot interface pcb & again checked & found problem remains same. Further checked & found power management pcb or power slot interface pcb is suspected to be defective. The fse replaced the pcba, cardiosave rohs power management ((B)(4)) and checked functional and safety checks and the unit was returned back to the customer.